Manufacturer narrative:
The device was evaluated by ventec where the reported issue of a damaged touchscreen with limited functionality was confirmed. Ventec replaced the touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the touchscreen, which did show signs of physical damage (cracks); however, further component level cause could not be conclusively determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the touchscreen on the device was damaged. Upon evaluation of the device, ventec observed that the touchscreen had limited functionality and responsiveness. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.